Event description:
Per the audiologist, the patient reported intermittencies when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with short circuit electrodes. The patient's external equipment was exchanged and the sound processor was reprogrammed. Five months later, the patient reported tinnitus when not using the device. An integrity test confirmed the results of the first test. Deactivating the short-circuit electrodes and exchanging the external equipment did not solve the problem. An x-ray ten days prior, showed the electrode array to be correctly positioned in the cochlea. The patient device was explanted in 2009, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, january 16, 2009.